Event description:
The customer reported to olympus during preparation for use, it was difficult attaching suction to the valve on the evis lucera bronchovideoscope. Upon inspection and testing of the customer returned device, it was observed the coating on the connecting tube was peeled off. This report is being submitted as a MDR based on this evaluation result. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the coating on the connecting tube was peeled off, it cannot be waterproofed due to the pinhole at bending section cover, the plastic distal end cover was burnt, el-connector was corroded due to leakage, lens guide lens was broken, it cannot be waterproof since switch 1 was deformed, suction cylinder was scraped, angulation in the up direction is out of standards due to worn of angle-wire, the universal code was dented, the control unit was corroded due to leakage. Additionally, it cannot be waterproofed since the channel tube was broken, aspiration quantity is out of standards since the channel tube was broken, the connecting tube was dented, corrosion at the connector was observed, the adhesive around lenses was worn out and the lens guide was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical stress, chemical stress, storage environment, etc. Caused the event. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." "Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." "Warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." "Warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.